Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed on (B)(6) 2019. The supera stent delivery system was loaded onto the guide wire, without resistance; however, the tip of the stent delivery system separated. The device was not used, there was no patient involvement and no reported clinically significant delay in procedure. A second supera stent delivery system was used without issue. No additional information was provided.

Manufacturer narrative:
Internal file number (B)(4). Evaluation summary: visual inspections was performed on the returned device and the reported tip detachment was confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other incidents reported for this lot. The investigation was unable to determine the cause for the reported tip detachment. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.